Event description:
It was reported on 06/27/2007 that the product was found to be incorrectly assembled. The color of the extension sleeve were assembled in reverse order. The clear section is on the bronchial side and the blue section is on the tracheal side.

Manufacturer narrative:
On 7/19/2007, the sample in question was received from the customer. The unit was confirmed to be incorrectly assembled. Photographs of the sample in question were sent to the mfg facility for further investigation. A supplemental report will be filed when the final investigation report is received from the mfg facility.